Manufacturer narrative:
It was reported that a revision surgery was performed on the patients left hip. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. No records for the left side have been provided at this time. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that the patient underwent total left hip arthroplasty on (B)(6) 2019 in which a competitor¿s tha system was placed (biomet). This event is unrelated to smith and nephew devices. No adverse event has been reported regarding the patient's left hip.

Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that a revision surgery was performed on the patient's left hip bhr system. However, after further clarification and information received on 27-jul-2023, it was determined that the patient underwent total left hip arthroplasty on (B)(6) 2019 in which a competitor¿s tha system was placed (biomet). This was confirmed to be a mistake on behalf of the plaintiff's attorney who filed the short legal complaint form. This event is unrelated to smith and nephew devices and no adverse events have been reported regarding the patient's left hip. H11 ¿ corrected data, h6-evaluation codes.

Manufacturer narrative:
Complaint reference: case-2021-00036086-2.

Event description:
It was reported that a revision surgery was performed on the patient left hip on a unknown date. The revision surgery was performed due to pain, limited mobility, osteolysis, bearing surface wear, and elevated metal ion levels. The patient outcome is unknown.